Event description:
Philips received a complaint from the customer biomed, reporting a cooling fan speed error occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm or other patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the diagnostic code for cooling fan speed error in the device event log. The rse advised the bme of troubleshooting activity provided in the v60 service manual. The bme reported the revolutions per minute (rpm) measured zero. The bme replaced the fan, but the issue persisted. The next service action noted was replacement of the power management (pm) printed circuit board assembly (pcba). The rse provided the part details for a customer part order.

Manufacturer narrative:
H10: the biomedical engineer (bme) confirmed the necessary part for repair is unavailable due to backorder. Therefore, the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (power management (pm) printed circuit board assembly (pcba)) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.